Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator had migrated down. The right ventricular lead exhibited gradual increase in pacing lead impedance and suspected to be physiologic. The device was explanted and replaced since the pocket was already opened and the device was under advisory. The patient tolerated the procedure well. No further information was reported.

Event description:
New information noted that the physician decided not to replace the lead since all other data trends were stable. The patient would continue to be monitored.

Event description:
New information noted that the lead continued to have increasing impedance. The lead was capped and replaced on (B)(4) 2018. The patient was discharged after the procedure.